Event description:
During the procedure the mayfield skull clamp slipped. There was a scalp laceration. The disposable pins that hold the clamp in place had moved from the initial position. Physicians both unscrubbed and repositioned the mayfield pins and skull clamp. The resident who had initially applied the skull clamp noted that the patient's scalp was thicker than most.